Manufacturer narrative:
The information given in this complaint was found on a notice on the ventilator during preventive maintenance. More information regarding this event have been sought but not received. There is no information that regards the date of event or accessories used and connected to the patient circuit during treatment. Our field service engineer investigated the device at the hospital, no problems could be established during the onsite investigation, the pm was completed the device was returned back for clinical usage. The device logs were extracted and sent in for evaluation. The received event log starts on (B)(6) 2019 in ongoing ventilation, the alarm airway pressure high is frequently alarming, it is unknown when the ventilation session started, used settings or for how many days the ventilator had been ventilating the patient. Additional alarms like, regulation pressure limited, expiratory minute volume low, and respiratory rate high are also generated. These alarms are generated frequently in periods until the ventilator is set to standby on (B)(6) 2019. During the last hour before the ventilator was set to standby, alarms for peep high and high continuous pressure were also generated in combination with airway pressure high. These alarms together indicate a high pressure situation in the patient circuit. During the ventilation a few alarm limit settings, parameter changes and mode changes were performed. The evaluation of the test log shows that the last approved pre-use check was performed june 11, the ventilator device passed without faults. The evaluation of the technical log shows no technical alarms that could indicate on a ventilator failure. The increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient circuit, filter or if the patient circuit was tested after were provided. Our conclusion regarding the reported issue is that no ventilator malfunction can be established, the ventilator device worked according specifications and alarmed to alert the operator, in order for the operator to attend and correct the generated clinical alarms.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/23/2019. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the ventilator was alarming and the patient was in distress diaphoretic and agonal breathing. There was no patient harm. Manufacturer reference #: (B)(4).